Event description:
When starting the dialysis air comes in from the arterial leg of the catheter. Session stopped catheter clamped, & dr. Notified. Catheter changed the same evening. On inspection no cracks are seen in the connector or the leg of the catheter.